Manufacturer narrative:
Upon receipt, the lead under complaint was cut approx. 13.5 cm distal to the is-1 connector pin. Only the proximal lead fragment was received for analysis. The lead fragment was subjected to an extensive analysis. The analysis confirmed an insulation fracture approx. 2.5 cm distal to the ventricular df-1 connector pin. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. A kink in the lead close to the ICD header as well as an interaction between the lead and the ICD housing should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was capped and replaced due to an insulation breach. There were no adverse patient events reported. Should additional information be received, this file will be updated.